Event description:
This report is filed on the third mitraclip (40903u1/37) for chordal rupture, which is considered serious injury. It was reported that two mitraclips were implanted in the patient with functional mitral regurgitation (mr) and indentation at the p3/p2 segment of the mitral valve, reducing the mr grade from 4 to 2. There was difficulty grasping both mitral valve leaflets with the third mitraclip (40903u1/37). This clip became trapped in the chordae, as some chordae was not appreciated on echocardiogram. After some time, the third clip was retracted from the left ventricle into the left atrium; however, the mr grade increased to 3-4 due to a ruptured chord. Several attempts were made to grasp the leaflets, but were unsuccessful and the final mr grade was 3-4. Additionally, after the second mitraclip had been deployed, it was noticed that the patient was bleeding from the nose, due to heparin infusion. Several units of blood were transfused and heparin was reversed with medication. The patient hemodynamic status was worsening and blood pressure dropped. The patient was stabilized in the intensive care unit, blood pressure improved and the patient was extubated. The physician believed the cause of the bleeding was heparin infusion and not the mitraclip system. Two days after the mitraclip procedure, the patient had a stent thrombosis related to the heparin reversal. Cardiac arrest occurred and cardiopulmonary resuscitation was performed, but was not successful. The patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the clip delivery system would not be returning for analysis. Subsequently, the device was returned. The device was returned for analysis; however, the reported difficulty grasping the leaflets (failure to adhere or bond) and clip caught on chordae (difficult to remove) could not be replicated in a testing environment, as they were related to operational / procedural circumstances. However, the clip was installed on a proxy shorty catheter (therefore straight) to simulate actuation of the clip. The clip was able to be opened to invert smoothly and functioned as intended. Potential causes for difficulty grasping the leaflets (failure to adhere or bond) and difficulty removing the device from the patient anatomy can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. Based on the information reviewed, the reported failure to adhere or bond/difficulty grasping the leaflets and difficulty removing the device/clip caught on chordae appear to be related to patient/procedural conditions. There is not an indication of a product quality deficiency. This event was additionally reviewed by an abbott vascular senior medical advisor. The medical advisor stated that the reported chordal entanglement with the third clip was due to the anatomy and not a device issue. The bleeding due to the anticoagulation administered per protocol during the procedure was not associated with a device issue as well, as there was no mention of thrombosis or need for additional anticoagulation - the amount that was administered was not tolerated by the patient demonstrated by the nasal bleeding. Therefore, the subsequent stent thrombosis due to stoppage of heparin is not reflective of a device deficiency or malfunction but the patients inability to tolerate the heparin dose. The result of cardiac arrest and death due to stent thrombosis was not associated with the device, but again with the patient's underlying condition.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot found no other reported incidents from this lot. Potential causes for failure to adhere or bond to the leaflets/difficulty grasping and difficulty removing the device from the patient anatomy can include, but are not limited to, difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed, user technique/procedural conditions, or manufacturing anomalies. The reported patient effect of mitral valve injury/ruptured chordae (tissue damage) is listed in the mitraclip instructions for use as a possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product deficiency.